Manufacturer narrative:
Additional information: a lot # was provided with samples for investigation on 1/8/2018. The information for this lot # is follows: medical device lot #: 7142874, medical device expiration date: n/a, device manufacture date: 5/22/2017. Investigation summary: customer returned (1) 3/10 cc, 8 mm, 31g relion syringe in an open poly bag from lot # 7142874. Customer states that there seems to be a piece of plastic half way down the syringe. The returned syringe was examined under the microscope and exhibited a hard, clear material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7142874. Conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. Bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run over. As there is a CAPA open to address the issue, a DHR is not required.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a relion® insulin syringe was found with foreign matter. The user reported when injecting the syringe into the injection site, the user felt the needle stop half way through the injection. The user took out the syringe and reported a piece of plastic half way down the syringe. There was no report of injury or medical intervention.